Event description:
The patient was enrolled in (B)(6) study on (B)(6) 2021 with patient identifier (B)(6). Prior to the index procedure, aspirin (81mg) and apixaban (10 mg) was administered. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture (tsp) was performed and a watchman truseal access system (was) was advanced. However, through assessment via transesophageal echocardiogram (tee) and intraoperative angiography, there were no suitable was sheath alignments to the laa ostium. The physicians attempted with a second was, however was again, unsuccessful. The procedure was aborted. Tee confirmed there were no acute thrombus in the laa. On the same day, post-procedure attempt, while in recovery, the patient experienced severe pleuritic back pain and right flank pain. The patient was admitted to the hospital. Urgent bedside echocardiography was performed which revealed there was no pericardial effusion. The patient was treated with a dose of toradal and benadryl for a possible protamine reaction. Chest computerized tomography angiography (cta) with contrast revealed a large circumferential hematoma and active extravasation thinning from the medial aspect of the descending aorta with a probable dissection or aortic injury noted. A vascular surgeon was consulted who felt the aortic dissection may have been incidental and the bleeding was venous. The hematoma was suspected from the inferior vena cava (ivc) and active extravasation was noted. The physicians suspected that a possible perforation of the ivc may have occurred during the tsp. The patient's pain rapidly improved. One day post-procedure attempt, chest cta revealed a decrease in hematoma size. No extravasation was noted. No evidence of aortic injury was identified. Two days post-procedure attempt, chest cta revealed the hematoma to decrease further. No extravasation was noted and the ivc appeared normal. No dissection or aneurysms were noted. Three days post-procedure attempt, the patient was discharged from the hospital. No additional information is known at this time.

Event description:
The patient was enrolled in the champion-af study on (B)(6) 2021 with patient identifier (B)(6). Prior to the index procedure, aspirin (81mg) and apixaban (10 mg) was administered. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture (tsp) was performed and a watchman truseal access system (was) was advanced. However, through assessment via transesophageal echocardiogram (tee) and intraoperative angiography, there were no suitable was sheath alignments to the laa ostium. The physicians attempted with a second was, however was again, unsuccessful. The procedure was aborted. Tee confirmed there were no acute thrombus in the laa. On the same day, post-procedure attempt, while in recovery, the patient experienced severe pleuritic back pain and right flank pain. The patient was admitted to the hospital. Urgent bedside echocardiography was performed which revealed there was no pericardial effusion. The patient was treated with a dose of toradal and benadryl for a possible protamine reaction. Chest computerized tomography angiography (cta) with contrast revealed a large circumferential hematoma and active extravasation thinning from the medial aspect of the descending aorta with a probable dissection or aortic injury noted. A vascular surgeon was consulted who felt the aortic dissection may have been incidental and the bleeding was venous. The hematoma was suspected from the inferior vena cava (ivc) and active extravasation was noted. The physicians suspected that a possible perforation of the ivc may have occurred during the tsp. The patient's pain rapidly improved. One day post-procedure attempt, chest cta revealed a decrease in hematoma size. No extravasation was noted. No evidence of aortic injury was identified. Two days post-procedure attempt, chest cta revealed the hematoma to decrease further. No extravasation was noted and the ivc appeared normal. No dissection or aneurysms were noted. Three days post-procedure attempt, the patient was discharged from the hospital. No additional information is known at this time.